Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity remaining decreased to four years and the device had been implanted for only two months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity remaining decreased to four years and the device had been implanted for only two months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observation of premature battery depletion (pbd).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity remaining decreased to four years and the device had been implanted for only two months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.